Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 18 months ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. It is unknown if the affected flow sensor was used on a patient. The root cause was determined to most likely be a usage error (using disinfectant such as alcohol on a single use product). There was no correction. There was no reported patient or user harm.

Event description:
A hospital staff member complained that the newborn's flow sensor cracked during use. He claims that he never bumped the flow sensor or pushed it hard. Here are five questions to ask. 1. Why are adult flow sensors and neonatal flow sensors made of different materials? 2. Is the neonatal flow sensor sensitive to rubbing alcohol? 3. Can I disinfect the co2 adapter and other parts that connect to the flow sensor with alcohol? 4. If yes, are there any precautions for handling rubbing alcohol? 5. There is nothing written in the instruction manual. Are there any plans to describe disinfection with alcohol in the future?